Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise, oversensing and intermittent capture. The patient was asymptomatic. The lead was capped and replaced. The procedure went well and the patient was fine post procedure.